Event description:
It was reported by the patient that when they were in atrial fibrillation (af) and the implantable pulse generator (ipg) had "not kicked in". The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.